Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that during this patient's right atrial (ra) lead revision due to undersensing, this right ventricular (rv) lead insulation was damaged during pocket access. Subsequently, this rv lead was replaced and the procedure was completed. The original plan was just to revise the ra lead. This rv lead is not expected to be returned for analysis as it was retained in the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. This lead was returned intact, with the helix mechanism in an extended position. The stylet was returned inside this lead. Visual inspection found dried blood around the helix and in the lumen. X-rays and visual inspection confirmed deformed coils and a melted outer insulation both approximately 225 millimeters from the terminal pin, which is likely electro-cautery damage. The outer conductor resistance was measured as an electrical open, indicating a fracture or opened conductor. The laboratory analysis was able to confirm the insulation damage allegation.

Event description:
It was reported that during this patient's right atrial (ra) lead revision due to undersensing, this right ventricular (rv) lead insulation was damaged during pocket access. Subsequently, this rv lead was replaced and the procedure was completed. The original plan was just to revise the ra lead. This rv lead was not expected to be returned for analysis as it was retained in the hospital. However, it was eventually returned. No additional adverse patient effects were reported.